Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that on (B)(6), a biopsy procedure was performed and a driver error was received during the procedure. Procedure could not be completed and will need to be rescheduled. A field engineer examined the driver and found that the driver was broken. The field engineer replaced the driver, tested functionality and the system worked successfully. No additional information available.